Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: xlr757, mfg: 10/01/2006, exp: 07/31/2011. Lot: zme769, mfg: 11/01/2007, exp: 07/31/2012.

Event description:
International customer reported that a needle detached from the suture during a mitral valve repair. A missing needle was noted during the needle count at the end of the procedure. The surgeon re-opened the pt, and removed a retained needle.